Manufacturer narrative:
Patient''s age, date of birth unavailablepatient''s weight unavailabledevice lot number and expiration date unavailable device manufacture date unavailable because device lot number is unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead, and a right ventricular (rv) lead due to bacteremia and cied system/pocked infection. Spectranetics 11f and 13f tightrail devices, along with lead locking devices (lld''s) were first used to treat heavily calcified vasculature and the ra lead was successfully extracted. A 14f glidelight device was used in the attempt to remove the rv lead when the patient's blood pressure dropped after unintended forward projection/motion of the glidelight device occurred after breaking through a binding site within the vasculature. Rescue efforts began immediately. A sternotomy was performed and a 10-12cm superior vena cava (svc) tear was discovered. Unfortunately, the repair was unsuccessful and the patient passed away.